Event description:
At the start of priming an extracorporeal photopheresis (ecp) procedural kit on the cell ex instrument, we had 5 alarms. They involved number 46 accelorometer. Trouble-shooting included: powering instrument off and on; removing and reloading the centrifuge bowl and drive tube. We were unable to clear the alarm. The kit to be sent to biomed, then returned to therakos for credit. The instrument was successfully primed with another kit. We are awaiting a response from the MFR.